Event description:
Reportedly, this valve was explanted after approximately a 1 year, 5 month implant duration due to mitral regurgitation and insufficiency.

Manufacturer narrative:
H6: device not returned.